Manufacturer narrative:
D4: software version 4.3.1. The device was not returned to veran for evaluation. There is insufficient information to determine the cause of the reported event and if there was a malfunction of the device. Veran will continue to monitor field performance for this device. This event is being reported as a corrective action following a retrospective review of complaints in response to an observation from an external inspection.

Event description:
A veran representative was on-site for the intended procedure. The procedure was reportedly completed with no issues. The veran representative left the facility right after they injected the dye into the nodule. The operating room nurse later contacted the veran representative to notify her that the physician said the dye did not get to the nodule. The target was in the right lower lobe (rll) of the lung. They utilized the set real time entry feature. They localized with the 1cm localization needle and they used a little over 1cc of dye. Although there was no impact on the patient or the procedure, this event is being reported due to the allegation of an inaccurate localization.